Event description:
The customer reported that the telemetry device has a speaker malfunction. The device was not in use on a patient at the time of event.

Event description:
The customer reported that the telemetry device has a speaker malfunction.the device was not in use on a patient at the time of the event.

Manufacturer narrative:
The alleged device was removed from service. The final disposition of the device is to be determined upon completion of the evaluation facility processes. Based on the results from the evaluation, it is determined that the device failed to meet specifications due to a defective speaker.